Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter stated that after the patient went swimming with the pump, the display screen was blank. The reporter noted moisture behind the display screen and in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/07/2013 with the following results: moisture can be seen from behind the display lens. Performed a leak test and found a bolus button leak. The bolus button is partially detached. Opened the pump case and found moisture throughout pump. Pump failed alarm and keypad tests due to moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.